Event description:
A report was received alleging that over the past year there have been an increase in the number of chest infections. No specifics on the infections were provided nor the number of occurrences. The timing of the increase corresponds with introduction on the microbial skin sealant product into operating room. The healthcare professionals at the facility changed their clinical practices. One of these changes was to eliminate the use of the microbial skin sealant product. They claim that since the change in practice, the number of infections has decreased. No further information has been provided.

Manufacturer narrative:
No sample returned. The product involved in the report has not been returned. The device history record for the lot number involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Manufacturer narrative:
(B)(4). The product involved in the report has not been returned. A review of the device history record is in-progress. Upon completion of the investigation; a follow-up report will be filed. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as (B)(4).